Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were having issues charging their implant and the issue began a couple weeks ago sometime in february. Patient stated ins didn't seem to want to charge right all the time and patient stated they were charging the implant for almost 3 hours with the implant going up 10%. Patient stated when they first got the implant it took 45 minutes to charge the implant. Patient mentioned implant was at 60% and the controller was at 70%. Agent instructed patient to charge their implant and patient was recharging with excellent quality. Patient noted the controller went down 20% and their implant was still at 80%. And controller was 60%. Agent had patient inspect recharger cord, recharge plug and controller port charging port and patient confirmed no visible damage. Agent reviewed with patient external equipment working as intended. Agent recommended patient monitor devices and call back for assistance if needed. The troubleshooting steps that were taken on the call resolved the issue. A manufacturer representative (rep) met with patient (p) today and said the pt had been charging with excellent recharge quality, but for the past two week or so, pt had been charging for a couple of hours. Charge durations had increased. Rep said pt did not have any error codes and saw the controller was charging the implantable neurostimulator (ins) at excellent recharge quality the entire time. Rep looked at diaries today and saw the last two times the pt charged they only charged for 0 minutes and then the pt only charged for 5 minutes the time before that. Technical services specialist (tss) discussed recharger positioning and possibility of user error. Rep said the recharge diaries said average duration was 3 minutes with a recharger interval of 5 hours. Rep said that typically when pts have recharge issues they cannot even get excellent. Rep met with pt today and charged from 10-30% in 45 minutes. During the call, pt was able to charge with excellent recharge quality. Controller charge was at 80% and ins charge was 30%. Rep said the implant sits nicely in the pt's flank area. Rep insisted the issue was with external equipment and insisted recharger be replaced. A replacement recharger telemetry module (rtm) was sent out. Additional information was received from the patient. The pt called back reporting the same events. Pt states he's been charging and still only at 30%. Pt states he cannot get his ins charged up and has been charging for 3.5 hours and got to 30%. Agent sent request to repair for controller to rule that out. Agent advised to call hcp if the issues continue. Patient called back on (B)(6) 2024 for assistance with pairing controller. Agent walked caller through successful pairing and patient confirmed recharging excellent. Additional information was received from the patient. Patient called back and repeated previously documented information. Patient stated they had charged ins last night for 2 hours with controller starting at 100% and ins at 60% and excellent charge quality displayed; patient reported controller decreased to 80% and ins still showed 60% after 2 hours. Patient stated they had removed and reinserted bp, but this did not resolve. Agent walked patient through controller reset with ac power supply; caller reported no visible damage to recharger and agent confirmed via sn patient was using replacement recharger and controller. Agent reviewed recharger best practices, including turning stimulation off while charging ins. Patient connected recharger with ins showing 60% excellent charge quality and turned stimulation off. While on the call, ins increased to 70%. Patient inquired as to whether their metabolism could affect the device and agent provided information. Patient also inquired as to whether their hcp or manufacturer representative could pu t them in contact with a local scs patient to speak with and agent redirected to hcp and manufacturer representative. Patient mentioned they had met with manufacturer representative, who said their ins was fine. Additional information was received from the patient. Patient called stated they are not able to charge the ins after 2hrs with excellent recharging quality. Patient mentioned the rtm and controller has been replaced. Patient stated the controller is 80% and ins 50% charged. Agent reviewed excellent recharging quality is the best quality. Agent recommend patient consult with hcp ofc for next steps. Patient mentioned they want to get the device remove.